Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 19feb2021.

Event description:
It was reported that the ventilator was not giving a patient disconnect alarm. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support. It was indicated that the ventilator had the alarm escalation featured turned off. The customer was advised that the alarm escalation being disabled would prevent the unit from alarming. The customer was advised on how to enable the alarm escalation feature. Upon a follow up with technical support the customer reported to have activated the alarm escalation feature and no additional issue was found.